Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sigmoid colectomy, when the device was fired, the device did not cut, the staples did not hit the anvil and were sticking straight out of the device. The doctor cut out a small area and used a second like device to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n57811. Device evaluation: the analysis results found that the ecs25a device arrived with the anvil missing. The breakaway washer was not present and there were staples present. In addition tissue was present. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.